Event description:
It was reported that the customer experienced a blood glucose (bg) level of 444 mg/dl. The cause of the elevated bg level was unknown. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER 6 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.